Manufacturer narrative:
E1 patient city: (B)(6). Patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in the canada. On 29-april-2024, patient reported hyperglycemia due to infusion flow blocked. The highest blood glucose was reported to be 24.7mmol/l and the current hbg is 4.6mmol/l. Customer replaced infusion set and resumed insulin deliveries successfully no further information was availablee.